Manufacturer narrative:
No product was returned. Review of the device history records did not reveal any anomalies. The root cause appears to be service issue related. No evidence was found indicating product error was a contributing factor. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Surgical intervention because of incompatible components used in error.